Event description:
It was reported that the patient presented in clinic after receiving a patient notifier for non-sustained lead noise episodes due to intermittent crosstalk. The crosstalk was seen on the v sense amp and was not present on the discriminator channel. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of non-sustained lead noise was confirmed via review of stored electrograms. Crosstalk was intermittently present on the ventricular sense channel. The device was tested on the bench and using automated test equipment and no anomalies were found. Noise was not reproduced during testing.